Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter pump underwent a thorough analysis. The pump was visually and microscopically examined, and functionally tested. No anomalies were found with the pump. Based on the information available and analysis results, the reported foreign material could not be confirmed. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during preparation for an artificial urinary sphincter (aus) implant procedure, the technician changed gloves prior to handling the pump. Once, she started prepping the pump, white debris was observed all over the pump; tt is unknown if the debris came from the gloves or if it was on the device beforehand. A new pump was implanted. There were no patient complications.

Event description:
It was reported that during preparation for an artificial urinary sphincter (aus) implant procedure, the technician changed her gloves prior to handling the pump. Once, she started prepping the pump, white debris were observed all over the pump. It is unknown if the debris came from her gloves or if it was already on the device. A new pump was opened for implantation. There were no patient complications.